Manufacturer narrative:
(B)(4). Batch # m55h4n. The analysis results found that the ats45nk device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of procedure was the device used in? Radical nephrectomy. What was the alleged issue with the device? Surgeon said when he firing the handle it was not completely fire through end of staple line. How was the case completed? Surgeon used one other same device.

Event description:
It was reported that during an unknown procedure, the product was fired during trial to tissue stapling. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.